Manufacturer narrative:
Block h6 correction: b5 mentioned torn material, added the code in h6. Device investigated: with all the available information, boston scientific concludes the reported event was not confirmed. The orbera365 intragastric balloon system was not returned for analysis. Although, the attached picture, where it can be observed the balloon is deflated with a large hole that rolls inward, the fill tube was not returned, and the balloon is green in color most likely with methylene blue. Balloon deflated is known and documented in the labeling and all reasonable steps have been taken. This investigation determines that the most probable cause is known inherent risk of device. Block h6: device code a1401 is being used to capture the reportable event of deflation problem. Impact code f2202 is being used to capture the reportable event of endoscopic procedure.

Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system was used during an implant on (B)(6) 2024. On (B)(6) 2024, the patient reported to accident and emergency (a&e) with having green colored urine. The patient underwent an endoscopic procedure to remove the balloon, and it was observed that the balloon had a slit along the body of the balloon. There was no patient complications reported as a result of this event. Note: it was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is placed in the stomach and filled with sterile saline.

Manufacturer narrative:
Block h6: device code a1401 is being used to capture the reportable event of deflation problem. Impact code f2202 is being used to capture the reportable event of endoscopic procedure.

Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system was used during an implant on (B)(6) 2024. On (B)(6) 2024, the patient reported to accident and emergency (a&e) with having green colored urine. The patient underwent an endoscopic procedure to remove the balloon, and it was observed that the balloon had a slit along the body of the balloon. There was no patient complications reported as a result of this event. Note: it was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is placed in the stomach and filled with sterile saline. Therefore, user error has been applied.